Event description:
A (B)(6) female pt's granddaughter contacted zoll customer support to report that the pt's battery pack had been in the charger/modem all night and it wouldn't power on the monitor. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary - device eval of battery pack sn (B)(4) is currently underway. The reported problem (will not power on monitor) has been confirmed. As received, the battery would not charge when placed in the charger or power on a monitor. The battery pack had an output voltage of 3.2v. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.